Event description:
After the pt received bilateral total knees, the jr. Rep discovered pt had received two left side femoral components while doing the billing. This was confirmed by x-ray. (There was some confusion in the or regarding the use of either size 3 or 4 implants and the mix-up resulted.) The doctor will revise only if the right knee will not function.